Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: vena cava (vc)/organ perforation, thrombus, tilt, pain, numbness, physical limitations, manic depression, anxiety, seizures. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, numbness, physical limitations, manic depression, anxiety and seizures are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to pulmonary embolism. Patient is alleging tilt, vena cava perforation, organ perforation. Patient further alleges pain, numbness, limited ability when walking and standing for long periods of time, manic depression, anxiety seizures. Patient notes that another manufacture¿s ivc filter was placed approximately 1 year after the cook filter. Report from CT: "a filling defect in the artery supplying the right middle and right lower lobes on series 4 image 77, 80, and 81 are compatible with known chronic pulmonary emboli. No evidence of a new pulmonary embolus." "An infrarenal ivc filter is noted with a new nonobstructive filling defect around the superior tip compatible with a nonocclusive thrombus. This extends over approximately 3.2 cm in the craniocaudal dimension. This measures approximately 0.6 x 0.8 cm in greatest transaxial dimensions. Thrombus extends from the tip of the inferior vena cava filter to the level of the renal artery origins.". Report from CT: "infrarenal inferior vena cava filter is seen again. Nonocclusive thrombus is seen surrounding the superior tip of the ivc filter and is grossly unchanged since (B)(6) 2013. Thrombus measures approximately 9 x 7 mm in greatest transaxial dimension on image 38, series 2 and extends approximately 3.3 cm in the craniocaudal dimension. Thrombus again terminates at the level of the renal artery origins." "Nonocclusive thrombus originating from the superior tip of an infrarenal ivc filter as detailed above.".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."